Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of escherichia coli (e.coli) and klebsiella (species not provided). The patient was diagnosed with peritonitis and was initiated on antibiotic therapy in the hospital (details are unknown). The patient remained in the hospital at the time follow-up was performed. The nurse could not provide the exact cause of the peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. With the information available, the exact cause for peritonitis cannot be determined. However, peritonitis is a well-documented complication known to occur in pd patients with many potential etiologies. Currently, there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.